Event description:
It was reported via mw5117343 that two unknown yukon oct set screws had migrated at t1. Revision surgery was required and the patient experienced chronic pain. This report captures the second of two screws.

Manufacturer narrative:
H3 other text : no product returned.